Manufacturer narrative:
Investigator indicated that the reported restenosis event was not related to the device, procedure or paclitaxel.

Manufacturer narrative:
The 'restenosis of the afs, a popliteal right' occurred one day earlier than previously reported. The revascularization took place the following day. The cec has adjudicated this event to be related to the device, not related to the procedure, not related to the drug.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the right sfa and popliteal. The devices were successful. Approximately 21 months later the patient suffered from 'restenosis of the afs, a popliteal right'. Revascularization of the target lesion using pta and deb occurred. The outcome was resolved.